Event description:
The initial reporter complained of discrepant results for 2 patient samples tested for sodium (na), potassium (k), and chloride (cl) on a cobas 8000 ise 900 module. Patient 1 initial na result was 162 mmol/l. The sample was repeated twice, with results of 140 mmol/l. The initial k result was 4.5 mmol/l. The sample was repeated twice, with results of 3.8 mmol/l. The initial cl result was 85 mmol/l. The sample was repeated twice, with results of 103 mmol/l. On (B)(6) 2025, patient 2 initial na result was 167 mmol/l. The repeat result was 136 mmol/l. The initial k result was 4.5 mmol/l. The repeat result was 3.6 mmol/l. The initial cl result was 74 mmol/l. The repeat result was 101 mmol/l.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
The field service engineer (fse) found that the liquid in the dilution bath was not being drawn up completely. The fse replaced the vacuum nozzle and cleaned the sample probe. Operational, functional, and data checks were completed with acceptable results. The service maintenance actions resolved the issue. The customer was using non-roche reagents and calibration standards. This is off-label use.